Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured december 7, 2015 ¿ december 8, 2015. The device was received for evaluation. Visual inspection of the device noted a ruptured bladder. The ruptured bladder was microscopically examined and no signs of abnormality were found on either the interior or exterior surface of the bladder and stressmember. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. Once the bladder ruptured, the device started leaking. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.